Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2019 and (B)(6) 2020. If explanted, give date: not applicable, as lens remains implanted. A failure analysis of the complaint device cannot be completed as product remains implanted. However, a review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient had symfony toric intraocular lens (iol) implanted in her right eye (od) but is unhappy with her vision because she is blurry at all distances. Nevertheless, the doctor is not explanting the iol. It was learned that visual acuity near: j5 blurry, intermediate od 20/25. Distance od 20/25. No other information was provided.